Event description:
It was reported, the patient had an infection at the lead site that resulted in the entire neurostimulator system being removed. The patient had the lead placed in the occipital area (ons), and had great stimulation post-operatively. The patient later saw her local physician for irritation and tenderness at the lead site on the back of her head. She saw her implanting physician the day prior to report date, who cultured the lead site and decided the system should be explanted. Results of the culture were not known yet. There was a suture showing through the skin on the right side of the head, where redness and tenderness was as well. The next day during the explant procedure, a culture was done on the pocket site. The results of the culture were not known yet. The lead was cut during the explant procedure for ease of removal. It was noted patient injury due to the incisions. The patient had also stated that before explant, the left side stimulation was working well while the right side was no longer working as well. The coverage had changed over time, and may have been due to the infection. The patient was going to wait for the wound to heal before a possible reimplantation. The patient recovered without sequelae from the operating room. Approximately three weeks after explant, it was reported the patient's symptoms also included swelling, incisional wound opening, drainage, redness, and pain. The primary location of infection was noted as the sub occipital lead area. The patient had also taken oral antibiotics. Onset of infection was (B)(6) 2012. The patient's infection was resolved and the patient had no drug withdrawal. It was noted that there was no organism cultured.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_silicone anchor lot# unknown serial# implanted: explanted: 2012 (B)(6). Product type accessory; product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type lead; product ID 37752 lot# serial# (B)(4), implanted: explanted: product type recharger; product ID 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 355028 lot# n311587 serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type accessory; product ID 3550-29 lot# n179704 serial# implanted: 2009 (B)(6), explanted: 2012 (B)(6). Product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial (B)(4), found no anomaly. Analysis of the lead model 3777-60, serial (B)(4), found no significant anomaly. The lead was cut through and the product segmented. Analysis of the plug model 3550-29, lot n179704 found no anomaly. Analysis of the silicone anchor model unknown lot unknown found no anomaly. (B)(4).